Event description:
The hcp reported a rotor arm test was done in 2004, that demonstrated "pump failure." The pump was explanted after an implant duration of 21 months and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.